Event description:
It was observed that during the device inspection, the fiberscope exhibited a soft tube coating floating (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 23 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.